Event description:
As reported by an affiliate, a pt was admitted for treatment of his mid right coronary artery. The lesion was 99% stenosed and slightly tortuous, but was not calcified. The lesion was crossed with a gw (rinato) and ivus was conducted. The lesion was pre-dilated with a 2.5 x 20 mm non-cordis balloon and a 2.5 x 28 mm cypher was delivered to the target lesion. When the cypher was inflated to 7 atm, the balloon ruptured. The balloon rupture was confirmed by contrast media leakage on angiography. The physician retrieved the stent delivery system from the pt, and successfully post-dilated the stent with a balloon catheter. There was no pt injury reported. The physician did not indicate any anomalies prior to use and the device had prepped normally. The product will not be returned for analysis due to the pt's infectious disease.

Manufacturer narrative:
(B)(4). Add'l info will be submitted within 30 days of receipt.